Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken connector ports. It was also indicated that the battery and display wires were pinched but the insulation was not compromised. It was also indicated that the keyboard was scratched and the main printed circuit board was out of specification electrically. It was also indicated that the main seal was pinched. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken connector ports. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit, an error displayed. All tests passed on the automated test console. Three errors were verified from the error log. Conclusion: the error found during servicing was verified in the logs but could not be reproduced on the bench. If information is provided in the future, a supplemental report will be issued.